Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 4 years and 4 months following implant of a 29 mm sapien 3 valve via transcatheter aortic valve replacement by transfemoral approach, the patient presented with shortness of breath and weight retention. The valve exhibited stenosis and central regurgitation. An echocardiogram noted a peak gradient of 58.06 mmhg, valve area of 0.77 cm2, and mild central regurgitation. It was further noted from the valve clinic coordinator that the leaflets had restricted mobility with turbulent flow through the prosthesis. A valve in valve procedure is planned.